Event description:
--

Manufacturer narrative:
To date this device has not been returned. Should this device be returned, analysis be performed and this investigation will be updated.

Event description:
Boston scientific received information that this device had previously been reported to have a rise in pacing impedances, shocking impedances, and pacing thresholds. In addition noise was noted on the right ventricular shocking channel. A request for additional investigation was sent to technical services. Technical services discussed indications for noise and a rise in measurements and discussed continuing to monitor the right ventricular impedances. A follow up was scheduled. The most recent information received noted that high out of range pacing impedances were displayed on the right ventricular lead. There is no change to the device or lead at this time, and no adverse patient effects were reported.

Manufacturer narrative:
Additional information received noted that this device was explanted due to a suspected header fixation issue. Noise could not be reproduced during explant and performing different pocket manipulations. The device was replaced and will be returned. Upon return and analysis this investigation will be updated.

Manufacturer narrative:
Upon additional informaiton this investigation will be updated.